Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a plastic element breaking off inside the luer of a catheter is confirmed but the root cause could not be determined. One 4 fr d/l powerpicc solo was returned for evaluation. An initial visual observation showed blood use residues throughout the returned powerpicc. A needleless injection cap was returned attached to the red solo valve luer. The purple solo valve luer was observed to have a plastic luer taper broken off inside the luer orifice. A microscopic observation revealed an uneven break of the clear material inside the purple luer. No deformation of the purple luer could be seen during a microscopic observation. A test of attempting to pull the broken, plastic portion of the luer adaptor out of the purple solo luer with pliers revealed the device could not be removed from the purple luer. Because the broken taper could not be removed, the complaint of a plastic element breaking off inside the luer of the luer is confirmed, but the exact cause could not be determined. Possible causes of failure may include potential exposure to cleaning agents or solvents causing the devices to stick together or overtightening of the injection cap to the luer of the device. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer "ran across a needles connector breaking off in a PICC line. Have only had 3 occurrences of the male adaptor breaking off of the IV tubing in the PICC lines. It was stated that in 2 of the 3 occurrences, tpn was running through the line. The needlefree connector that is stuck inside the hub." It was reported this occurred with three devices. This report addresses the first event and the occurrence without tpn running.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer "ran across a needles connector breaking off in a PICC line. Have only had 3 occurrences of the male adaptor breaking off of the IV tubing in the PICC lines. It was stated that in 2 of the 3 occurrences, tpn was running through the line. The needlefree connector that is stuck inside the hub." It was reported this occurred with three devices. This report addresses the first event and the occurrence without tpn running.